Event description:
A customer reported a tandem mobi cartridge alarm but indicated it did not adversely affect blood glucose levels. The technical support team confirmed a cartridge alarm and guided the customer through the necessary steps to resolve the issue, including removing the cartridge and delivering a bolus, which successfully allowed the reload and resumption of insulin therapy. Despite resolving the immediate cartridge alarm, ongoing occlusion issues with the pump were not alleviated through standard troubleshooting. Clinical support recommended replacing the pump due to frequent occlusions, particularly during bolus delivery, and the customer was advised to switch to a backup pump until the replacement could be issued.